Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that upon removal the catheter appeared slightly stretched.no patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one epidural catheter, one snaplock adapter, and one snaplock clamp fastener for investigation. A visual exam was performed and no issues were observed with the snaplock adapter. The catheter appeared to be used as adhesive residue was present on the catheter body exterior and biological material was seen between the catheter coils. No sign of stretching could be seen. The catheter coils appeared typical with no defects or anomalies observed. The returned catheter was measured and was found to be within specification. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. The reported complaint of the catheter stretched upon removal could not be confirmed based on the sample received. The returned catheter was measured and was found to be within specification. Visual examination showed no evidence to suggest that the catheter had been stretched as the coils and extrusion appeared typical with no defects or anomalies. A DHR was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. There were no issues found with the returned catheter.

Event description:
The customer alleges that upon removal the catheter appeared slightly stretched. No patient injury reported.